Manufacturer narrative:
Concomitant medical products: dtma1d4 crt-d, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was premature battery depletion on the cardiac resynchronization therapy defibrillator (crt-d). The device was explanted and replaced. No patient complications have been reported as a result of this event. It was further reported that the device exhibited a shorter than expected longevity estimate due to a programmer software estimator error. The programmer remains in use.